Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter phone number: (B)(6). Address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified break and an external fluid leak was observed on a prismaflex m100 set ckt during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction: h1: no. Of events summarized was inadvertently filled out in the initial MDR. This field should have been blank as this report is not eligible for voluntary malfunction summary reporting (vmsr).